Event description:
Suture broke during surgery for bowel resection. Customer states that there are no alleged consequenced to the pt. Outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.